Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During ballooning of the aortic body stent graft in an attempt to reposition a malpositioned iliac limb stent graft, the aortic body potentially displaced distally. The final angiogram showed the presence of a type ia endoleak that could not be resolved following placement of a balloon expandable stent. As of the date of this report, the patient will continue to be monitored and there have been no additional patient sequelae reported.